Event description:
It was reported that during an unk procedure, clip applier kept firing after being empty and cut vessel. Product being returned for analysis. There were no adverse consequences to the patient.

Manufacturer narrative:
H6: damaged cartridge cover. H3. Evaluation summary - the analysis results confirmed that the instrument we received was non-functional. The instrument was returned with the cartridge cover broken at the jaw. No functional testing could be performed due to the condition of the returned instrument. While no conclusion could be reached as to how this damage had occurred, we have documented the reported circumstances and analysis results.